Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the iliac artery. An unknown 0.035 inch guide wire was inserted and then the wanda 10.0-20, 80 balloon was inserted. On the first inflation to nominal pressure, the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. The analysis results of the h12lp found that the device was returned in good visual condition. The device was functionally leak tested and failed with the probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the found insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device leaked pneumo throughout laparoscopic cholecystectomy case and could they not get it to trocar to stop leaking. This prolonged the case significantly (exact amount of time unknown). No other known patient consequence. The customer will return device for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: a conference call with ees marketing, quality, r&d, the sales rep, and dm occurred. The call took place to discuss the recent insufflation issue complaints at the account. The conversation included discussion on torquing issues, leak with no scope or instrument, and leak with a 5mm instrument/scope in a trocar. Surgeons have mitigated the events by added a second insufflators or obtaining a new trocar to complete the case. As a lot number was not received, a device history review could not be performed.